Manufacturer narrative:
A partial lead was returned cut in two segments. Analysis of the lead segments was normal. No anomaly was found.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.